Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the main drawer 4.2 was not opening smoothly and opened the back panel to inspect the components. The fse verified that indicator lights on the board were functioning and confirmed that the spring and solenoid were not causing the issue. The fse identified that the rubber stopper from the slide rails was dislodged, replaced it, and restored proper alignment, eliminating the grinding issue. The fse then performed testing in the hardware test application, which resulted in successful outcomes, and the customer completed an inventory count confirming that the drawer was operating without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer need to be pull out every time when customer tried to access the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.